Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cannula involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The cannula was inspected and revealed that the tube could move with respect to the bowl feature. The weld that joins the tube and bowl was cracked around the circumference. The orientation of tube relative to the bowl is critical to the function of the device and the cannula could not be used. In may 2014, field safety notice 2955842-02-28-2014-001-r was delivered to the site and acknowledged. The field safety notice requested for all single-site 5mm curved cannulae including part 428072-03 to be replaced and returned. This complaint is being reported due to the following conclusion: the single site curved cannula has a potential weld defect that could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted procedure, the single-site curved cannula snapped at the weld and rotated. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.